Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a broken tip clamp and a broken tip retainer clip (spring) in the reported problem area of the pipetter assembly. The fse replaced the tip clamp and tip retainer clip (spring). The instrument was inspected, tested without further problem, and returned to service.